Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: the display screen was dim and discolored. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 02-feb-2018.